Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the device was implanted too close to the nerve, it was removed and replaced on (B)(6) 2016 with good results. [Omitted information from 704859900: 2nd ins replaced and 704809502: 3rd ins recurring pors].

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.